Manufacturer narrative:
Co has completed examination of 8mm i.d. Thin walled fep ringed gore-tex vascular graft with removable rings and 8mm i.d. Impra vascular graft sample removed from pt. In addition to completed report, co has included microscope slides with thin sections of graft materials stained with h&e, milligan's trichrome and ledrum's firbrin stains. Representative 35 mm slides, illustrating groass and light microscopic appearances of the submitted graft samples are also enclosed. Co understand that impra graft was placed as interposition in existingg gore-tex graft following graft disruption at axillary anastomosis. Approx four and one half months following placement of impra graft, pseudoaneurysm capsule was detected in area of grat-to-graft anastomosis. Entire graft was removed and bisected portion of pseudoaneurysm capsule, including graft ends, were sent for examination in flagstaff. Each thin walled fep ringed gore-tex vascualr graft with removalbe rings undergoes comprehensive testing and inspections prior ot release for distribution. Representative samples from each lot are tested for mechanical strenght, suture retention strength, and resistance to aneurysmal dilatation. Review of mfg and tesing records verified that lot met all pre-release specifications. Gross examination revealed two separate graft sections connected by fibrous tissue capsule. Stereoscopic examination of submitted graft samples following removal of all biological material exhibited intact suture line at end-to-end anastomosis of gore-tex graft and impra graft. Gore-tex graft was intact. Suture pull-out sites were evident in small section of impra graft attached to gore-tex graft at end-to-end anastomosis and at impra graft-to capsule interface. Histological examination of returned sample revealed evidence of torn impra vascular graft. Distance between both torn ends was bridged by fibrous pseudoaneurysm capsule. Approx 1 mm from one of torn edges, intact grat-to-graft (impra graft to gore-tex graft) anastomosis was evident. Tissue response to both, impra and gore-tex, grafts was consistent with that seen in other clinical eptfe graft explants of implant duration of approx 5 months. This response was documented by firm tissue attachment, slight foreign body response, slight tissue infiltration of graft walls and thin flow lining. Regarding disruption event early on during postoperative period, co has received few reports of similar graft disruptions. Analyses of returned specimens have indicated that excessive longitudinal stresses were placed on grafts. Factors that may contribute to stresses on graft include: insuficient graft length of full limb extension and/or further graft manipulation; creating an anastomotic angle greater than 25 degrees relative to the cut end of the graft; placing anastomosis too far out on axillary artery; and extreme or abrupt movement by pt during convalescence.

Event description:
The graft was placed as a axillo-femoral bypass for revascularization of the left leg. During the same surgery, an infected femoro-femoral cross-over graft was removed. Sixteen days postoperatively, the pt was discharged from the hosp. Three days later, the pt was readmitted to the hosp because of sudden severe pain and swelling in the left infraclavicular region near the axillary anastomosis and subsequent development of a severe ischemic pain in the left leg. Exploration of the axillary region reportedly showed no evidence of the axillo-femoral graft. A defect was visible in the axillary artery to which strands of the graft remained adherent. The involved graft segments were sent to the hosp laboratory for histological and microbiological evaluation. An impra graft was sutured to the axillary artery and the remaining gore-tex graft. No specimen was sent to the MFR. Add'l info regarding a second event, same pt: four month and eighteen days later, the pt presented with a mass in the mid abdominal section where the pieces of ptfe grafts were joined. Exploratory surgery to remove the entire graft (impra and gore-tex) revealed a large pseudoaneurysm around two separated graft ends. The gore-tex graft, the pseudoaneurysm capsule and 10cm of the impra graft were removed. Another externally reinforced eptfe graft was placed. The explant was longitudinally bisected at the hosp laboratory. One half was returned to the MFR (gore) for examination.